Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon stated that the patient was non compliant about 2 weeks after surgery, dislocated and was relocated in the ER by another physician. Patient then dislocated about 2 weeks later and was put in again but surgeon chose to explore the hip to see if there was an issue. The surgeon found that the neck of the stem was hitting the lip of the poly and pushing the head out so surgeon elected to take out poly and put a new liner with the lip anterior-superior and went up on the ball length and the hip was very stable. Doi: (B)(6) 2017. Dor: (B)(6) 2017. Right hip.